Event description:
The customer reported that the device failed to discharge during testing.

Manufacturer narrative:
(B)(4): the customer reported that the device failed to discharge during testing. The unit was evaluated by a philips field service engineer. The symptom could not be duplicated. The device passed all testing. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause since the symptom was not duplicated.